Event description:
Hcp reported pt presented with signs of an infection. These include redness, swelling, drainage, pain , and incisional wound opening. Cultures of the lead track were obtained and propionbacterium acnes entrococcus was the type of organism cultured. The pt does not have meningitis. The pt was treated perioperative with both IV and oral antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reports infection is resolved.